Event description:
In 2008, patient complained of dry eye in the left eye. Another manufacturer's plug that had been placed in the lower left punctum had extruded. A medium supereagle plug was inserted. Patient returned in 2009, with the plug particular extruded, but still attached to the punctum by a granuloma type of tissue. Plug was removed in office, and patient treated with polysporin ointment. No additional information is expected.